Event description:
On (B)(6) 2022, fresenius became aware this 72-year-old female patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = >2,000 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day, and ceftazidime 1000 mg daily x 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event.